Event description:
A patient had experienced a decreased level of consciousness. Imaging revealed a large neck mass. It was not reported if the neck mass was related to an issue with the device system/delivered medication. The patient's pump had been turned off on (B)(6) 2010, for an unrelated medical condition. The patient's wife was working with physicians in an effort to turn the pump back on. A supervising physician was made aware of a foreseen 48 hour pump alarm, in regards to a stopped pump mode. On the evening of (B)(6) 2010, the patient's pump was turned back on per a physician's stat order. The pump was set to deliver at a minimum (non-therapeutic) rate. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4) - the pt's "neck mass".